Event description:
It was reported that the customer has been having no delivery issues. Customer got disconnected. Three attempts were made and customer could not be reached. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.